Event description:
The physician reports that the crystalens haptics became damaged during insertion using the staar surgical lens injector system. Intervention was performed in order to enlarge the original incision and remove and replace the lens intraoperatively. No resulting injury to the patient.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the haptics got caught in the cartridge.